Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, after several dilations, the balloon ruptured. The device was removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.